Event description:
Ibc from the field rn, the pt called him to report the invision plus cap cracked. His IV infusing was leaking. The branch rn called the pt, obtained lot number for the invision plus caps. The pt infusion did not stop, he received the IV dose continuously. A product pick up was setup to retrieve the cracked caps and unopened caps with the lot number 1045 and 1040 product name is invision plus. Dose or amount: 79ng. Frequency: continues. Route: IV. Dates of use: (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.